Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Additional information added to fields h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction mentioned on b5 was found during the device evaluation. Based on the results of the investigation, it is likely the following led to the malfunction: we presumed that the residual foreign material was caused by residues of stain/medical solution, etc., however, the presumed cause and a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, that during device evaluation. The gastrointestinal videoscope had foreign material adhered to the nozzle and distal end. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.